Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source front panel lights were blinking and it was affecting the picture making them unclear. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: h2, h3, h6, h11 a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lights are blinking on them it's affecting the pictures are not clear, due to bad output scope socket with heavy dust and corrosion on contact pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.